Event description:
It was reported, Maxzero, cracked, during use.The following was provided by the initial reporter: During use, the connector fractured; one defective unit was identified. The defective product cannot be returned, but photographs are available.Additional information:Please confirm how the fault was identified? Discovered during usePlease confirm if the fault was identified during priming or during infusion? If during infusion, how much time has elapsed? Discovered during the infusion; there was significant leakage. It was connected to a PICC line and had been in use for about three daysPlease confirm the make and model of the connecting product(s) to the leakage? Infusion pump; the instructor is unable to provide the material numberWas there any patient harm? No.Was there an under infusion? Yes.Please confirm if the sample has been disinfected ¿ if so when and with what substance? Disinfected with alcoholPlease confirm if there was any leakage? No.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.